Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6), 2014 at 11:00 am the patient obtained the blood glucose reading of 233 mg/dl on the reported meter and a result of 188 mg/dl on another manufacturer¿s meter within 30 minutes. The patient manages his diabetes with insulin pump therapy. The patient reportedly took no actions based on this meter reading. Three hours afterwards, the patient experienced the symptoms of sweating, shaking and nervousness. The patient did not seek any medical attention or treatment. During the troubleshooting telephone call, a control solution test was performed with passing results. The test results fell within expected results for meter-to-meter accuracy testing, and the passing quality control test result indicates the meter and test strips were functioning appropriately. However, as the patient suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter, this complaint is being reported.